Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal right coronary artery(rca). A 3.50 x 20mm synergy drug-eluting stent was successfully implanted. The same balloon was used in dilating proximal rca however, the balloon had difficulty withdrawing from the guide catheter so everything was removed from the patient. While removing the delivery system from the catheter, the shaft broke proximal to the wire port. The procedure was completed by using a different device to stent the proximal rca with the same guide wire and guide catheter. No serious injury or adverse patient effects were reported